Event description:
It was reported that the asymptomatic patient presented to clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After a device product code download, normal device function resumed. The patient was reinterrogated and programmed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.